Event description:
It was reported to boston scientific corporation that a maxforce balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenal papilla. According to the complaint, during the procedure, the balloon only inflated a little. It was reported that the balloon did not burst. Through the investigation results, it was reported that the balloon had a pinhole. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): visual examination of the returned device found no visible issues with the catheter of the device. However, through functional testing a pinhole was noted to the balloon material. A small tear was also noted to the balloon material. The investigation results are consistent with the event description. The reported event of balloon inflation difficulty was confirmed, as a pinhole was noted to the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.